Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced a blood glucose (bg) value in the range of 180 mg/dl to 400 mg/dl with mild to moderate symptoms of excessive thirst and dry mouth. The patient reportedly treated the bg issues with the pump and continued to stay on the pump. A trend was noted where the patient¿s bgs were reportedly high in the morning. The issue reportedly occurred for the last 2 to 3 weeks. It was noted that the patient had a diabetic ulcer on his foot and recently had cataract surgery. Customer support (cs) reviewed the pump alarm history and noted the following: multiple ¿low cartridge¿ alarms occurred on (B)(6), an occlusion alarm was noted on (B)(6) and a call service alarm was noted on (B)(6). The patient declined further review of the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unknown what the contributing factors were to the patient¿s bg excursion, however, the patient may have not been addressing alarms appropriately and also had other health issues which may have been contributing factors.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.